Manufacturer narrative:
The returned idrivec was visually and functionally evaluated, and met the requirements for both. When tested the device was capable of firing a cs29 into 3 layers of foam without any unintended issues. There were no unusual noises; the root cause of the reported non-conformance could not be determined. (B) (4)

Event description:
After firing a cs25 stapler via an idrivec in a gastrectomy procedure the anvil of the cs25 could not be opened by repeated presses of the open button of the idrivec. The idrivec was disconnected from the cs25 and another idrivec was used in its place. The second idrivec was successful in opening the anvil of the cs25. The staple line was then reinforced by the manual application of sutures.